Manufacturer narrative:
New information received provided serial number of device involved in event. Serial number and product UDI updated.

Manufacturer narrative:
Product information and manufacturer updated.

Event description:
It was reported to philips that tempus ls-manual was unable to obtain accurate sinus rhythm reading until pacemaker indicator was turned off while in use on a patient.